Manufacturer narrative:
The investigation determined that a higher than expected vitros tsh result was obtained from a quality control fluid when processed on a vitros eci immunodiagnostic system. A definitive assignable cause for the event could not be determined. A vitros tsh reagent issue cannot be ruled out as potential contributing factor. There was no indication that an instrument issue contributed to the event. A definitive assignable cause for the event could not be determined.

Event description:
The customer observed a higher than expected vitros tsh result obtained from a quality control material when processed on a vitros eci immunodiagnostic system. Vitros tsh result: 1.99 miu/l versus expected 1.44 miu/l. The customer made no allegations that patient sample results were affected. However, biased patient results of the direction and magnitude observed may lead to inappropriate physician action if to occur undetected. There was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc. (B)(4).